Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to high blood glucose. Troubleshooting was performed and found that customer did receive no delivery alarms, and the customer did not perform a manual prime or change out entire infusion set only the site. It was discovered during troubleshooting that the customer was overriding the bolus wizard estimated amount. Customer is starting to have difficulties with his motor skills. No further info was provided.